Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular lead displayed high rate non-sustained episodes, a variation in lead impedance, and potential over-sensing. It was also reported the right atrial lead threshold was high and there was an impedance alert for the superior vena cava (svc) coil; however, there is not an svc coil. A request for additional information was made but not received. The leads remain in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Re-programming was performed by turning off the device. The patient was scheduled for "device extraction and re-implant deep below the pectoral muscle. The patient dislodged the lead due to playing with the device."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.